Event description:
It was reported that the pump battery was depleting too quickly, with an estimated depletion rate of 60% per day. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue in the logs and proceeded to replace the pump. The customer was informed about the replacement, instructed to allow the battery to deplete before transport, and advised to return the faulty pump using the provided pre-paid label and return box.